Event description:
It was reported that this implantable pacemaker device dropped it battery longevity for 1 year in just 5 months. Boston scientific technical service (ts) confirmed from the healthcare professional (hcp) the device setting. Patient was pacing at 50 percent in the atrial and 100 percent in ventricular. Also, high threshold in ventricular was noted. Ts then discussed to have analysis for assess device depletion or this could be device switched to using voltage-based assessment in time remaining which can cause this change in time remaining. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device dropped it battery longevity for 1 year in just 5 months. Boston scientific technical service (ts) confirmed from the healthcare professional (hcp) the device setting. Patient was pacing at 50 percent in the atrial and 100 percent in ventricular. Also, high threshold in ventricular was noted. Ts then discussed to have analysis for assess device depletion or this could be device switched to using voltage-based assessment in time remaining which can cause this change in time remaining. This device remains in service. No adverse patient effects were reported. Additional information indicated the data analysis of the battery was outperforming the nominal model, and the longevity has exceeded expectations. Ts recommended replacement.

Event description:
It was reported that this implantable pacemaker device dropped it battery longevity for 1 year in just 5 months. Boston scientific technical service (ts) confirmed from the healthcare professional (hcp) the device setting. Patient was pacing at 50 percent in the atrial and 100 percent in ventricular. Also, high threshold in ventricular was noted. Ts then discussed to have analysis for assess device depletion or this could be device switched to using voltage-based assessment in time remaining which can cause this change in time remaining. This device remains in service. No adverse patient effects were reported. Additional information indicated the data analysis of the battery was outperforming the nominal model, and the longevity has exceeded expectations. Ts recommended replacement. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes.

Event description:
It was reported that this implantable pacemaker device dropped it battery longevity for 1 year in just 5 months. Boston scientific technical service (ts) confirmed from the healthcare professional (hcp) the device setting. Patient was pacing at 50 percent in the atrial and 100 percent in ventricular. Also, high threshold in ventricular was noted. Ts then discussed to have analysis for assess device depletion or this could be device switched to using voltage-based assessment in time remaining which can cause this change in time remaining. This device remains in service. No adverse patient effects were reported. Additional information indicated the data analysis of the battery was outperforming the nominal model, and the longevity has exceeded expectations. Ts recommended replacement. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes. The implantable pacemaker has not been returned and analysis indicated abnormal battery depletion characteristics. However, additional analysis of device data was unable to find a cause of failure.

Event description:
It was reported that this implantable pacemaker device dropped it battery longevity for 1 year in just 5 months. Boston scientific technical service (ts) confirmed from the healthcare professional (hcp) the device setting. Patient was pacing at 50 percent in the atrial and 100 percent in ventricular. Also, high threshold in ventricular was noted. Ts then discussed to have analysis for assess device depletion or this could be device switched to using voltage-based assessment in time remaining which can cause this change in time remaining. This device remains in service. No adverse patient effects were reported. Additional information indicated the data analysis of the battery was outperforming the nominal model, and the longevity has exceeded expectations. Ts recommended replacement. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.